Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 0.5 cc of juvéderm volbella® xc into the tear trough, 4 cc of juvéderm voluma® xc into the chin and cheek, and 2 cc of juvéderm vollure¿ xc into the cheek, mental crease, preauricular cheek. 6 moths later, patient started experiencing soreness to the chin and a mass in the chin that migrated to the cheeks. Next day, patient was treated prednisone taper 60, 50, 40, 30, 10 mg and doxy 50 mg bid. The patient had immediate improvement and resolution 4 days later, at the end of the prednisone. Two days later, in the morning, the patient's chin felt "more swollen and achy." Device has been discarded. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00455)(allergan complaint #(B)(4)). MDR ID#(3005113652-2023-00412)(allergan complaint #(B)(4)).this MDR is being submitted for the first suspect product, juvéderm® vollure¿ xc.